Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system due to the lack of anti-tachycardia pacing (atp) delivered, despite device settings indicating atp was programmed on. Upon review, technical services (ts) explained that quick convert atp is not delivered when the rate is above 250 beats per minute (bpm), or if polymorphic discriminator is on and unstable. It was noted that the average ventricular rate of the episode was 258 bpm. Additional information received reported that a 41j shock did not convert the rhythm. As a result, defibrillation threshold (dft) testing was performed. The ICD was programmed to triad, and shock successfully converted the patient's rhythm. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.